Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected rewind anomaly or insulin flow blocked alarm/no delivery alarm noted during testing. No battery or power anomalies noted during testing or in the detail trace and power management graph. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working properly, rewinding slower and wont rewind like it is supposed to. Rewinding slower. The customer used multiple batteries to get it to work. The device will not be returned for the analysis.